Manufacturer narrative:
A few days prior to the event, a siemens customer service engineer (cse) was at the customer site troubleshooting a software issue "root element missing". It is unknown if the cse changed the units during troubleshooting. If the "reset methpar defaults" button is pressed in the method configuration screen, this would cause the units to default to ng/ml and would need to be changed back to nmol/l manually. A siemens headquarters support center (hsc) specialist concluded there were several alternate instrument flags which should have alerted the operator to do further investigation. The cause of the incorrect unit being used is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc). The customer discovered that digoxin testing was run on the dimension vista 1500 with the incorrect unit of ng/ml rather than nmol/l. Calibrations indicate that the change happened with a calibration performed on (B)(6) 2016. The first calibration ran, obtained multiple errors, after which the operator re-scanned the instruction for use, re-calibrated and calibration was acceptable. The customer then observed a significant shift in quality controls (qc) but did not realize it was related to the change in units, and instead adjusted the qc ranges to accommodate the results. The customer reported out corrected results for multiple patient samples. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low digoxin results.